Event description:
It was reported that the gauge needle was stuck. The target lesion was located in a moderately tortuous mid left anterior descending (lad) artery. A 26 encore balloon catheter inflation device was selected for use. During procedure, the device was used for several times. When the device was deflated, it was noted that the value of the meter remained at 6 atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the gauge needle was stuck. The target lesion was located in a moderately tortuous mid left anterior descending (lad) artery. A 26 encore balloon catheter inflation device was selected for use. During procedure, the device was used for several times. When the device was deflated, it was noted that the value of the meter remained at 6 atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The unit was visually inspected for any damage or defect. There was contrast media/ dried saline in the flexcil line of the device. The gauge needle of the device was reading at 4atm. A functional test of the complaint device was carried out and the unit passed all functional tests. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).